Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that log files were submitted to the manufacturer for review due to the patient experiencing multiple low flow, pump off and driveline disconnected alarms that only occurred at night. The patient was asymptomatic. It was noted that the log file appeared to show three events where the pump stopped and there was an increase in power levels while connected to the power module. It was mentioned that this may be a driveline short to shield issue. Review of submitted x-rays showed an area of concern on the external portion of the percutaneous lead. On (B)(6) 2015, the manufacturer¿s technical services team completed a percutaneous lead (driveline) replacement, after which it was noted that there were no further pump stops when the patient was connected back to the power module.

Manufacturer narrative:
Approximate age of device ¿ 3 years. The evaluation of the returned portion of the percutaneous lead confirmed the reported alarms and pump stops. Review of the submitted system controller log file showed several intermitted low speed and pump stop events which correlated with elevations in pump power. Continuity testing of the lead found all wires were electrically intact. Removal of the outer silicone jacket and clear bionate layers revealed breakdown of the braided shield adjacent to the metal connector and in the approximate location of the terminus of the bend relief. Examination of the underlying wires revealed a breach in the black, yellow, and green wire insulation adjacent to the metal connector, exposing the inner conductors. The remainder of the lead was unremarkable. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing. If any of the exposed conductors contacted the braided shield while the patient was operating on a tethered power source, such as the power module, the resulting short to ground would have caused the low speed and pump stop events recorded in the submitted system controller log file. The event also could have been caused by a phase to phase short, which would occur if the exposed conductors of the black and yellow wires or black and green wires contacted each other or simultaneously contacted the braided shield while the patient was operating on tethered or battery power. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.